Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. In addition, the usb port was damaged. Reportedly, the customer has dementia and might have forced the usb cable into the usb port upside down; however, this could not be confirmed. Due to the damage, a usb cable could not be inserted and troubleshooting could not be performed. Customer¿s blood glucose was 106 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.